Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2021- 04557 for the valve.

Event description:
As per pre-decontamination observation, a pinhole leak was observed near the crimp balloon area while attempting to deploy valve. As reported by our affiliates in germany, the patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. The system was prepared according to IFU. The 14 f esheath was inserted without problems. When inserting the valve into the sheath, high push force was found, no kinking of the sheath visible in the angio. After the sheath, a bent strut of the valve was visible in the angio. Decision not to implant the valve and to remove it via the sheath. System with valve was removed into the sheath. The whole system was removed as a unit and replaced with a 16f esheath. A new valve was prepared according to IFU and implanted without problems. Final valve position acceptable. By removing the 16f sheath a femoral occlusion was visible in the access artery. The patient underwent a surgical revision of the access vessel with good outcome. The patient is in a stable condition. No further information could be achieved after three attempts.

Manufacturer narrative:
The 26mm commander delivery system was returned for evaluation with the valve crimped on the balloon within the loader assembly. The device was locked at default with partial flex and no fine adjustment. The returned device was visually evaluated, and a pinhole leak on the crimp balloon proximal to triple markers was seen. Due to the nature of the complaint, no functional testing was able to be performed. The complaint is confirmed through visual inspection. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from november 2020 - october 2021 for the commander delivery system (all models and sizes) was performed with the related codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following was potentially applicable to the complaint event: non-coaxial interaction with valve strut. This event reports a balloon leak identified during product return evaluation that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The complaint was confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot history and complaint history review revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. During evaluation of the delivery system, the balloon catheter was found to have a pinhole leakage on the crimp balloon proximal to the triple markers. As reported, ''when inserting the valve into the sheath, high push force... After the sheath, a bent strut of the valve was visible in the angio...system with valve was removed into the sheath''. It is likely that excessive handling and the high push force experienced during delivery system insertion through the sheath caused a non-coaxial interaction between the valve struts and the balloon. It is possible that during this interaction the valve strut pierced the crimp balloon causing the observed leakage. Available information suggests that procedural factors (high push force and non-coaxial interaction with valve struts) may have contributed to the complaint event. However, a definitive root cause is unable to be determined since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required